Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a blank display. It was also found the customer had received several alarms on their insulin pump. Customer's blood glucose was 178 mg/dl. The customer stated their temp basal was not programmed before the alarms occurred. It was also found the customer's insulin pump passed all functional testing during troubleshooting. It was also found the customer's insulin pump experienced an unexpected restart. Customer was advised to monitor their insulin pump. No additional information provided.